Manufacturer narrative:
Additional information: b5, d9, g3, h6.

Event description:
Additional information was provided on 09-mar-2026 where the sales representative reported via (B)(6) that an ar-9562-28nl peripheral screw was being used with the driver. Additional information was provided on 17-mar-2026 where the sales representative reported via phone that the driver did not physically break, however the driver became torqued/twisted and would not engage correctly with the screw.

Event description:
On 10-feb-2026, a sales representative reported via (B)(4) that an ar-9625 3.0 mm hex driver broke. This occurred during a case on 06-feb-2026. There were no adverse effects on the patient. No additional information was provided, and additional information has been requested. Additional information was provided on 16-feb-2026, where the sales representative reported via (B)(4) that this event occurred during a reverse shoulder procedure. The driver broke when inserting the peripheral screw. The patient had hard bone that was prepped using an ar-9628s univers revers¿ modular glenoid system 3.0 mm drill bit. All fragments were retrieved from the patient. The other driver from the set was used to complete the case. There was no delay in the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.